Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator display was black when powered on. The ventilator was not on a patient at the time of the event.